Event description:
It was reported via repair work order that the foot end of bed was stuck at an elevated height and would not lower due to malfunctioned potentiometer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.